Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4090018 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cfl4090018 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified.

Event description:
Invalid result(s). Called in because she purchased a flowflex plus kit and no results displayed. No lines appeared in the test area. She followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. The kit was purchased at cvs. Picture provided.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4090018 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cfl4090018 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of follow-up report g6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h3 - device evaluated by manufacturer h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H11 "additional narrative/data" - updated based on manufacturer investigation.

Event description:
Invalid result(s): called in because she purchased a flowflex plus kit and no results displayed. No lines appeared in the test area. She followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. The kit was purchased at cvs. Picture provided.